Event description:
A user facility returned the olympus, model pcf-h290dl, evis lucera elite colonovideoscope to olympus for repair due to a report that during reprocessing of the device, channels 1 and 4 became blocked. Upon inspection and testing of the returned device, it was found that white fibers were exiting from the air/water nozzle. This report is submitted due to the white fibers exiting from the air/water nozzle. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the returned device was insufficiently or incorrectly reprocessed (scope used for next procedure) and white fibers were identified protruding from the air/water nozzle. Additional evaluation findings are as follows: light guide lens was chipped; crack/chipping gap of adhesive on the insertion section; image out of focus or blurry; angulation out of specification; insufficient air to clear water from objective lens; insufficient air or water flow but visibility is acceptable; insufficient water to clean objectives lens; insulation malfunction/electric safety test failed on the insertion section. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the brush being broken while the a/w (air/water) valve was brushed, and then bristles entered in the a/w nozzle during the previous reprocessing, which caused the clogged nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual: preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual: function and inspection of the accessories for reprocessing channel cleaning brush (bw-20t): inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. ·channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t): check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories_ brush the channels: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.